Event description:
Caller reports lancet protrudes from the end cap of the softclix device after firing. Lancet may not have been seated correctly however, after re-seating the lancet, it still protruded from the end cap. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.